Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed the message: 'remote upgrade for this station is available.' A technical support specialist (tss) logged in as cfn admin and restarted the station to apply pending windows updates, but the issue persisted. The tss decrypted and backed up the station, repaired medapp via appwiz.cpl, and found two remote support services (rss) agents installed. Both were removed along with related files, and the rss agent was reinstalled per the knowledge article- "manually install rss agents & rss component manager". The tss then finally rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed the message "remote upgrade for this station was available", which hindered the user from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.